Manufacturer narrative:
A4-a6: unk. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -9.5 into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault. The problem was resolved. The cause of the event was reported as unknown.